Event description:
Upon placement, the filter would not release from the pusher. The handle was dismantled to expose the release mechanism and the filter was deployed manually. The pt did not sustain any adverse office this event.